Event description:
The physician was using the 27 gauge insulated sclerotherapy needle electrode to melt fat in the pt's cheeks. The pt was burned in three places at entry points on both sides of the face. The pt later developed a staph infection. The MFR was not given the date of the procedure other than being made aware that it took place "a few month backs, maybe (B)(6)." The staph infection was resolved and the pt was left with scars on both sides of his face.

Manufacturer narrative:
The physician was using a reusable sclerotherapy needle electrode to melt fat in the pt's cheeks. As per the dr's report, the pt was burned in three places at entry points on both sides of the face. The pt later developed a staph infection. The staph infection was resolved and the pt was left with scars on both sides of his face. It is not clear from the info provided if the pt was burned by the electrode or scarred by significant infection at the point of entry. The infection appears to have been the cause of the break in the skin. Residual marks may have been the result of what appears to be an infection penetrating the lower dermal layers. We have not received the device to date after two documented requests. The insulated sclerotherapy needle is designed and marketed for sclerotherapy procedures. The device was used off label. The instructions for use state that electrodes be inspected prior to each use for cracks in the device and cleaned and sterilized prior to use. The physician stated that one of the electrodes used had abraded or scratched insulation. The infection may have resulted from the use of an inappropriate cleaning method and/or inadequate sterilization.